Event description:
Initially it was reported that a lead replacement is scheduled. According to the update from (B)(6) 2022 this lead had impedance issues and the physician decided to replace it.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. This report is therefore only based on the returned ICD device data as well as the inspection of the quality documents associated with the manufacture of the devices. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The device data was inspected. An evaluation of the available data of this particular device revealed the bos battery status. The battery state of discharge was found normal and as expected. There was no indication of a material or manufacturing problem. The integrity of the lead cannot be assured. Should further relevant information or the device itself become available this investigation will be updated.